Manufacturer narrative:
The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Event description:
The customer reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. The patient experienced low blood glucose symptoms of a heavy chest, racing heartbeat, dizziness, and sweating. The customer called 911. The emt's arrived between 9:00-10:00 am. Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 110 mg/dl (aviva) and 40 mg/dl (emt's meter). The emt's treated the patient with an oral glucose gel and transported the customer to the hospital. The hospital treated the customer with an unknown IV. After treatment, the hospital tested the customer and received a result of 119 mg/dl. The patient was released from the hospital around 3:30-4:00 pm the same day.